Manufacturer narrative:
The issue lies in the incompatibility between the self-monitoring blood glucose system meter software and the computer version. It is recommended to upgrade the transfer software to the latest version glucomanager 4.07 to improve compatibility with win 10 system. However, the meter's detection functionality and data recording are normal.

Event description:
Customer complaint that the customer's self-monitoring blood glucose system meter would not download data with the software. (Model emng)